Manufacturer narrative:
Site was not requesting service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. A side and underhead emitter were used for the procedure. Registration and first operation steps were performed with the same setting with the underhead emitter. It was also reported registration was good with an overhead accuracy of less than 2mm. The first deviation (interpreted as inaccuracy) occurred approximately 10 minutes after the start of the operation in the lower area of the nasal floor. The inaccuracy was estimated to be 4.8mm (confirmed via provided images). When switching to the side emitter, the inaccuracy was a lot less in the same area of the nasal floor (approximately 1.4mm confirmed via provided images). The issue did not result in a procedure delay. The procedure was completed without aborting navigation. There was no impact on patient outcome.

Manufacturer narrative:
H3) the software analysis reviewed the logs but they provided insufficient information to determine root cause of the reported behavior. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Reviewed the archive and operating room (or) report. Archive doesn't have any registration data. Exam properties were as per the stealth protocol but posterior, superior part of the head and both the ears were cut in the scan. Or report shows that few traces were taken on the soft tissue areas and few traces were under the skin. Registration was done with 2.0mm of accuracy and was having only yellow zone of accuracy. Or report stated that inaccuracy was improved from 4.8mm to 1.4mm by changing from under head emitter to side emitter. But they didn't have enough evidence to know the root-cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.